Manufacturer narrative:
One osseotite® certain® 2 implant 5 x 11.5mm (xifoss511) and one unknown biomet screw were reported but not returned for investigation. Therefore, visual evaluation could not be performed. The investigation was conducted using applicable instructions for use, risk files and other available information. Functional testing could not be performed since the products were not returned. No pre-existing conditions were noted. The products were intended for tooth #31 (unknown notation system). X-ray or picture images were not provided. Appropriate documentation was reviewed. DHR review for the lot (2015030344) had revealed no deviations nor non-conformances which could have caused or contributed to the reported events. All products were conforming at the time they left zimmer biomet. Lot was inspected and passed all acceptance criteria by qa. Complaint history review was performed for the reported lot number (2015030344) for similar events and no other complaint was identified. Based on the available information device malfunction and the reported event could not be verified since the devices were not returned and as the exact details of event were nonverifiable. The following sections have been updated: b4: date of this report g3: date received by manufacturer g6: checked "follow-up" h2: checked follow-up type h3: changed "yes" to "no" h6: entered evaluation codes h10: added manufacturer narrative device not returned.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4).

Event description:
It was reported that there was a loosening of screw at tooth # 31. Requested iunihg to be shipped out, as the doctor has scheduled the patient for replacement of screw. The implant is well seated at this time. As a result of this event, no injury to the patient reported. Symptoms as a result of the event: none reported.